Event description:
It was reported that this right ventricular (rv) lead was exhibiting a gradual rise in impedance measurement, currently measuring around 1700 ohms, which is within normal limits for this lead. In addition, it was reported that there were high threshold measurements and that the r waves have decreased. The patient has an underlying rhythm, currently, zero percent paced and the plan is to continue to monitor and perform routine follow up. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this right ventricular (rv) lead has been explanted as a result of exhibiting high out of range pacing impedance measurement. No additional adverse patient effects have been reported.

Event description:
It was reported that this lead impedance was gradually increasing. The r wave dropped from 8 to a low 3. High capturing thresholds were also measured when in bipolar. Patient is not dependent, so physician will monitor and follow up with patient. Device remains in service. No adverse patient effects were reported.